Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Per good faith effort (gfe) response, the customer stated that the motor controller (mc) printed circuit board assembly (pcba) was ordered instead of the blower assembly, but the part has not yet been received.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the blower was out of specification. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) provided the customer with the part number of the replacement blower assembly for repair.